Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device was leaking oil, filters were missing and the foot pedal did not work smoothly. Therefore, the reported condition was confirmed. It was further determined that there was an oil loss, the foot pedal had lost a pin and the hose was worn out. It was further determined that the device failed pretest of drip rate assessment. The assignable root cause was determined to be due to device wear from normal use and servicing. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the foot control device was leaking oil, filters were missing and the foot pedal was not working smoothly. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.